Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a minimum fill notification across multiple cartridges with 250 units and 300 units of insulin. During troubleshooting with tandem technical support, the customer attempted to load tubing, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose level was 219 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.